Event description:
Re: class 2 device recall roche diabetes care, inc., accuchek guide meter. I received my meter from medtronic as part of the 780g pump/cgm package. I have since purchased test strips from amazon.com. Today I received an email from amazon containing the following: "please review the recalls and product safety alerts page for further details: https://www.amazon.com/your-product-safety-alerts product: accu-chek guide test strips - 25 CT, pack of 2 order ID: 111-2642063-3982606 the u.s. Food and drug administration (FDA) has informed us that the product listed may not meet current mandatory or voluntary safety standards. If you still have this product, we urge you to stop using it immediately and review the following notification for more details, including what you should do and where you can seek assistance: https://www.accessdata.FDA.gov/scripts/cdrh/cfdocs/cfres/res.cfm?ID=207936" in reading the FDA recall, it's clear as day that the recall applies to the meter and not test strips. I contacted amazon customer support (via chat) and the first four (four!) Agents were completely clueless. Finally, the fifth chat agent seemed to finally understand that the email I received from amazon regarding my purchase of test strips has nothing to do with the recalled product. He said he had escalated the issue, but after many horrible experiences with amazon for anything health-related (don't get me started about amazon pharmacy), I doubt anything will happen. I am a 30+ year type 1 diabetic and have been on a pump since 1996. I've always had the latest products and technology and definitely know way more than most about what's out there. My fear is that a lot of less-informed people, and likely senior citizens, are going to see the amazon email and be very afraid to use their test strips. If you'd like more information about the email I received from amazon, or my purchase history, or the transcript of my pathetic chat session, please let me know and I am happy to help.